Manufacturer narrative:
During an onsite visit the fse (field service engineer) replaced parts and successfully completed system verification the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported, the micrometer pump works continuously and does not turn off. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).